Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. Tandem technical support instructed the caller to perform multiple actions, including disconnecting tubing and delivering boluses, some of which resolved the issue temporarily. Ultimately, customer was advised to replace supplies as necessary and resume insulin therapy.